Event description:
Invacare representative in (B)(4) stated, it was reported to him that (B)(6) inspector went to a facility and did an entrapment test on a carroll healthcare cs3 bed with assist rails and the unit failed the zone 2 test, basically meaning the assist rails were too loose. There was no actual entrapment incident. Invacare rep stated he is going out to facility with new assist rail hardware.